Manufacturer narrative:
Multiple attempts to obtain additional clarifying information were made without success. The manufacturing records for the onxaap-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation, no non-conformances or deviations were noted. A review of the available information was performed. The onxaap-21, sn (B)(4), was implanted (B)(6) 2017 in a (B)(6) year-old male and is reported to have died the next day. No other information was available. That the patient died the day after surgery suggests it was due to the trauma of surgery, but there is no objective evidence to indicate what contribution, if any, the valve or the surgery had to the cause of death. Surgical death is a rare, but recognized potential complication associated with aortic valve replacement (instructions for use, IFU). As of 2016, the sts database indicated an operative mortality of (B)(4) for aortic valve replacement procedures [sts]. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the implant registration card (irc) received, a (B)(6) year-old male patient received an on-x ascending aortic prosthesis-21mm (onxaap-21, sn: (B)(4)) on (B)(6) 2017 and died on (B)(6) 2017 due to undisclosed etiology.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration card received indicates that (B)(6) male patient received onxaap-21 (sn (B)(4)) on (B)(6) 2017. Additional information indicated that the patient died on (B)(6) 2017 for unknown reasons. Additional clarifying information is pending.